Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-nov-2019 the following findings: during investigation the rewind, load and prime steps performed successfully. No rewind issue observed in black box or alarm history. The pump information from date of pi had been overwritten. Keypad works properly; the pump was opened with no evidence of the corrosion on motor flex connector. Unable to duplicate complaint about the rewind issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a rewind issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.